Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, the catheter would not hold pressure. The catheter had a visible hole in the balloon when it was removed from the pt. The case was continued using another like device with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-01242, and medwatch 2210968-2009-01243. The same pt is represented in each medwatch.